Manufacturer narrative:
Visual analysis of the photographs identified: ¿seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device was explanted and replaced. Healthcare professional later reported "capsular contracture, baker grade iii/IV" and "small amount of seroma".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, opening wear abrasion and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device was explanted and replaced. Healthcare professional later reported "capsular contracture, baker grade iii/IV" and "small amount of seroma".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and seroma-late.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device was explanted and replaced. Healthcare professional later reported "capsular contracture, baker grade iii/IV" and "small amount of seroma".